Event description:
It was reported that a product labeled on the external box as a knitted collagen coated bifurcated vascular prosthesis contained a polytetrafluoroethylene prosthesis. The label of the internal blister correspond to the ptfe prosthesis found in the package. The product was not used and another similar graft was used for the procedure.

Manufacturer narrative:
The product identified on the external box as a knitted graft igk1407, serial number (B)(4), lot 11c10 was returned to the manufacturer on (B)(4), 2011. The inspection of the returned product was performed and it was confirmed that: the internal blister was labeled as a ptfe graft ifut0007-40, serial number (B)(4), lot 09g07. The product itself was a ptfe graft ifut0007-40. A review of the device history records, including packaging and shipping records was performed and no anomaly was found. The product igk1407, sn (B)(4), lot 11c10 was packaged in (B)(4) 2011, whereas the product ifut0007-40, sn (B)(4), lot 09g07 was packaged in (B)(4) 2009. Both products were shipped to the distributor (B)(4) on (B)(4), 2011. There is therefore a 20-months period between the packaging operations of both products. A mix between internal blisters and external boxes at this manufacturing step is therefore not conceivable. In addition, no re-packaging operation was performed on these products before shipping to the distributor. The investigation indicated that it is therefore highly probable that the inversion between internal blisters and external boxes of both products occurred after their shipment from the manufacturer to the distributor, either at the distributor warehouse or at the end customer level. As a result of the product inversion, intervascular instituted a voluntary product recall related to the complimentary mislabeled product (external box labeled ifut0007-40, serial number (B)(4), lot 09g07/internal blister labeled igk1407, serial number (B)(4), lot 11c10/product corresponding to a igk1407 graft). This product was shipped to the same distributor in (B)(4) and was segregated at the distributor warehouse. It was also requested to the distributor to perform a complete check of their product stock to confirm that there is no other product inversion, i.e. That the inside and outside labels bear the same information.